Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was treated for a subtrochanteric femoral fracture. At the stage of proximal locking, the doctor carefully inserted the protection sleeve while trying to avoid the soft tissue by muscle hook. The guide wire was situated away from the hole of nail. The doctor checked the position under an image intensifier and estimated that the guide wire could not go through the hole of nail. He tried to put some pressure the device and insert the wire. He heard a noise indicating that the wire interfered with the nail. Reportedly this was because the devices had a problem including the clearance gap and the strength of sleeves or the aiming arm. This is report 2 of 2 for complaint (B)(4).